Event description:
It was reported that during a percutaneous coronary intervention, a shaft brake occurred. Vascular access was gained via the right radial artery. The 3.5x55mm, 90% stenosed. Eccentric and progressive target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 3.0x10mm cutting balloon and a 2.0x15mm non-bsc balloon resulting in 50% stenosis. Two 3.0x30mm non-bsc stents were implanted in the lad. The 4.0x12mm quantum maverick balloon was then advanced to post-dilate the implanted stents. Upon advancement the shaft of the device broke, the broken device was removed with the guide wire. The procedure was completed with another 4.0x12 quantum maverick balloon. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device code # 1069 relates to component code # 955 (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft brake occurred. Vascular access was gained via the right radial artery. The 3.5x55mm, 90% stenosed. Eccentric and progressive target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 3.0x10mm cutting balloon and a 2.0x15mm non-bsc balloon resulting in 50% stenosis. Two 3.0x30mm non-bsc stents were implanted in the lad. The 4.0x12mmquantum maverick balloon was then advanced to post-dilate the implanted stents. Upon advancement the shaft of the device broke, the broken device was removed with the guide wire. The procedure was completed with another 4.0x12 quantum maverick balloon. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the tip was damaged. The hypotube separation was 83 cm from the strain relief and 59.5 cm from the distal tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).